Event description:
It was reported patient underwent procedure utilizing the allthread peek anchor in 2008. During the procedure, the anchor was inserted without tapping and upon reaching the laser line, the anchor seemed to strip and pull out. The tip of the anchor remains in the patient.

Manufacturer narrative:
Evaluation of the returned device found evidenct that it failed in torsional overload.this report filed on february 26, 2009.

Event description:
It was reported patient underwent a procedure utilizing the allthread peek anchor in late 2008. During the procedure, the anchor was inserted without tapping and upon reaching the laser line, the anchor seemed to strip and pull out. The tip of the anchor remains in the patient.

Manufacturer narrative:
Evaluation is in process, but not yet complete.